Manufacturer narrative:
The subject device has been returned to omsc for investigation. As the investigation is in progress, the exact cause of the reported event could not be conclusively determined at this time. The user facility reported that they did not aspirate clean water during the pre cleaning. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the suction channel, the instrument channel and the air channel of the subject device tested positive for gram negative bacillus. The subject device had been reprocessed with an olympus automated endoscope reprocessr model oer-3 (not available in the u.s.) Using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has been returned to omsc for evaluation. In the evaluation, no abnormality such as buckling and smear or foreign material was found inside of the instrument channel and the suction channel. No smear and foreign material was found at the instrument channel port, the suction cylinder, and the distal end. Followings were also confirmed on the subject device. Too much play in the angulation mechanism. Insufficient angulation range for specification. Scratches on the objective lens. Shadow of the image due to scratches on the objective lens. Scratches on the insertion section. Crack on the light guide lens. A pinhole on the bending rubber. A pinhole on the instrument channel. Scratches on the universal code. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.